Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01351. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switch due to noise was observed on the right atrial (ra) lead. The lead was explanted and replaced. The patient was stable.